Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an intermittent audio output and an adverse event was reported. The patient stated he and his wife came home at 4:30pm and the patient¿s glucose was high. The patient was working in the garage and the patient¿s wife was asleep in the house. At 6:15pm, the patient¿s wife went to find the patient and found the patient passed out in the garage. The patient¿s wife tried to give the patient orange juice but was unable to and stated he was very sweaty, so she called an ambulance. When the paramedics arrived, they took a finger stick reading and the meter was reading 24 mg/dl. The patient was transported to the emergency room (ER) and treatment from the paramedics or at the hospital is unknown. Additionally, the patient stated the low alert on the dexcom did not sound. The complaint device was returned for evaluation. An exterior physical visual inspection was performed, and no defects were found. The receiver was charged and rebooted successfully. A review of the downloaded receiver log did not find any errors related to the customer complaint. Functional testing was performed, the test passed. The receiver case was opened for further evaluation. An interior inspection was performed, and the inspection passed. A try it test was performed, and the test passed. The resistance of the speaker was measured, and the resistance was within specification. The reported intermittent audio output could not be confirmed. A probable cause could not be determined. No additional patient or event information is available.